Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that patient came to the ER today complaining of a shocking sensation in his head. The patient's wife said this is the second time this has happened. The first time it happened years ago, they turned therapy off and back on and it was fine. Last night, around 4 a.m., it happened again and the ER called representative to turn therapy off per patient's request. Representative spoke with the ER physician and they are going to discharge the patient with directions to follow up with healthcare provider (hcp). The issue was not resolved through troubleshooting.